Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade unknown, seroma-late, and lymphadenopathy are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late, rupture, lymphadenopathy.

Event description:
Healthcare professional reported right side ¿seroma-late¿, ¿mammary glands with discrete fibrocystic changes¿, ¿right breast with a fibroadenoma¿, ¿right breast implant with probable capsular contracture to clinically rule out possible rupture¿ and ¿bilateral axillary adenopathy¿. Device remains implanted.